Event description:
It was reported that during a procedure performed in the (B)(6) on (B)(6) 2014, the tulip head of the 5.5mmx 40mm long arm polyaxial screw splayed while torquing the locking caps, allowing the caps to become loose. A total of five (5) locking caps were attempted. A delay to the procedure of fifty (50) minutes resulted.

Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.